Event description:
End user called for assistance with the device that was reading high values with the calibration test. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.